Event description:
It was reported, during preparation for an unspecified procedure, the subject device displayed a flickering image with hints of pink and yellow. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged and the outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure and cause traced to failure to follow instructions. It is likely the flickering image with hints of pink and yellow was due to a broken video cable. He fibre bonding in the outer tube area (distal end) being damaged and the outer tube having a dent is likely due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for an unspecified procedure, the subject device displayed a flickering image with hints of pink and yellow. There were no reports of patient harm.